Event description:
It was reported that the customer's insulin pump alarmed during the manual prime process. Troubleshooting was performed and the device alarmed motor error. It was stated that the device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device was received with missing end cap sticker.